Manufacturer narrative:
This report is submitted on november 19, 2019.

Event description:
Per the clinic, the patient experienced a sore at the magnet site from the magnet being too strong. The sore was treated with a topical antibiotic. The implant remains in-situ.